Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. The patient experienced an infection two weeks post operatively and underwent a reoperation. Currently, the patient is healing. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the procedure was an open primary, umbilical hernia repair and the mesh was placed pre-peritoneal. The patient developed an abscess which was cultured. The culture was positive for propionibacterium. There was no fungus or aerobes noted in the specimen. During the reoperation, the mesh was completely removed. Currently, the patient is healing.